Manufacturer narrative:
The hospital biomed team inspected the unit and did not duplicate the issue. The unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported an error that results in a loss of mechanical ventilation. There was no report of patient injury.